Event description:
In this event, it was reported that several days after placement of three provisional crowns during a procedure in which dycal was also placed, the pt returned to the office with discomfort, redness and pain in the associated area and slight swelling of the face. There is no indication that intervention was required to treat the symptoms.

Manufacturer narrative:
While it is unknown if the dycal used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.